Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received motor error alarm, off no power alert and blank display. Customer¿s blood glucose level was unknown. Customer stated that the drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed displacement test and the test results was no reservoir. Customer stated that they did not received a low battery alert prior to the off no power alert. Advised the insulin pump requires brand new batteries to work more effectively. Customer stated that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. Customer states this was not the second occurrence of off no power without a low battery warning. Troubleshooting was performed. The insulin pump will not be returned for analysis.